Event description:
It was reported that a user experienced a temporary loss of glucose data on the ilet display, seeing three lines indicative of lost connection, while using a dexcom g7; the data reappeared during the call and no further assistance was requested, and blood glucose was not affected. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy, no medical intervention, and no hospitalization. Investigation included standard troubleshooting and education by support personnel. Investigation of this case revealed a transient communication issue consistent with a pairing or connectivity failure between the ilet and the cgm, with function restored without device replacement or further action. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent communication disruption consistent with use conditions.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.